Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission demonstrated ventricular tachycardia (vt) therapy from the right ventricular (rv) lead but an apparent failure to capture on the electrogram (egm). A potential pacing problem with the cardiac resynchronization therapy defibrillator (crt-d) was also reported. The patient died the same day. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that given the multiple episodes of slow arrhythmia before the apparent failure to capture, it is likely that the patient was already deceased and that this was a dying heart rhythm which was unresponsive to stimuli. The patient had recently been admitted to the hospital multiple times for chest and urinary tract infections. The cause of death was reported as respiratory failure secondary to congestive cardiac failure. There was no allegation that the crt-d or rv lead were related to the patient's death. Appropriate device function was noted on the most recent remote transmission.